Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 299 and blood glucose was 424 mg/dl, which was treated with bolus delivery. Call was dropped and customer was called back to continue troubleshooting. After troubleshooting, customer was advised to call back should issues persist and to monitor issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.